Event description:
It was reported that the radiofrequency multigen had a grounding pad read error. As a result of the event the case was delayed one hour, the patient had already been prepped. No additional anesthesia was needed as a result of this event and no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: the contract manufacturer was not able to confirm the reported event. Several components were replaced as preventive maintenance and the software was upgraded, the device was returned to the customer.

Event description:
It was reported that the radiofrequency multigen had a grounding pad read error. As a result of the event the case was delayed one hour, the patient had already been prepped. No additional anesthesia was needed as a result of this event and no adverse consequences or medical intervention were reported.